Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08526. Platinum diversity clinical study. It was reported that in-stent restenosis and chest pain occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina and the patient was enrolled into the platinum diversity study. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis and was 28mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement and a 2.50x32mm promus premier everolimus-eluting platinum chromium coronary stent. Inadequate lesion coverage required an overlapping 3.00x12mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. Ten days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient experienced cardiac chest pain, which required hospitalization and intervention of a target vessel revascularization (tvr). The patient woke up around 1am with midsternal sharp pain, 10/10 intensity, radiating down her shoulder and hand. She took 3 nitroglycerin without relief, and pain continued at rest. The patient experienced intermittent chest pain for the past week, which required taking nitroglycerin on an almost daily basis. On admission, the patient's timi score was 4. An ECG showed normal sinus rhythm and a right bundle-branch block. A day after admission, the patient underwent a percutaneous coronary intervention (pci) with a balloon angioplasty due to angina and symptoms of ischemia. Pre-treatment diameter stenosis was 80%, and post-treatment diameter stenosis was 0%. Post procedure, the patient was free of chest pain and shortness of breath. The patient was discharged from the hospital on the next day and the cardiac chest pain was considered resolved.